Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fatigue and dizziness. The implantable pulse generator (ipg) pacing rate was low and the device was reprogrammed, however this did not relieve the patient's symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.